Event description:
Patient was on a specialized medication for peritoneal dialysis and the accu-chek machine read results as false high positive. This was determined to be due to the machine reading the maltose from the peritoneal dialysis. Patient later found unresponsive, unknown how long patient may have been hypoglycemic. The reading of false high results is apparently known to the company already.